Event description:
It was reported that claudication and vessel occlusion occurred. On (B)(6) 2024, patient was presented with bilateral lower extremity claudication. The entire length of the left common femoral, superficial femoral and popliteal arteries was treated with a rotablator atherectomy and done without complications. Patient was in a supine position under local infiltrative anesthesia. A 5.0 x 200mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected and passed to cover the distal popliteal artery and the entire length of the popliteal, superficial femoral and common femoral arteries. The balloon was serially inflated to nominal or supra nominal pressure and held for 3 minutes. The balloon was deflated and removed. Repeat angiogram showed dramatic improvement with excellent flow distally with no evidence of any significant dissections and distal embolization. The catheter and sheath were removed, a non-boston scientific close device was deployed at the puncture site with excellent hemostasis. The patient was taken to the recovery area in stable condition. On (B)(6) 2024, patient experienced recurrent symptoms. Ultrasound study showed reocclusion of the popliteal artery. Selective left lower extremity arteriogram from the external iliac/proximal common femoral artery showed diffuse disease through the common femoral artery and proximal superficial femoral artery with moderate disease as well at the origin of the profunda femoris. The superficial femoral artery was then essentially patent continuously but at hunter's canal there was an abrupt occlusion over the entire length of the above-knee popliteal artery with reconstitution at the level of the knee joint. The below-knee popliteal artery was patent. Lower extremity arteriogram from the below-knee popliteal artery showed 3 vessel runoff proximally with the dominant runoff vessel being the posterior tibial into the foot at the distal anterior tibial appeared to be occluded. The peroneal artery was patent down to just above the ankle and in the collaterals. The entire length of the common femoral, superficial femoral, and above-knee popliteal artery to just below the knee joint was treated with a non boston scientific atherectomy device without complications. A 6 x 200 balloon was advanced for dilatation and a 55 x 150 non boston scientific stent was placed beginning at the level of the knee joint and going proximal up to hunter's canal. The stent was deployed in excellent position. Repeat angiogram showed complete resolution of the irregularity through the above-knee popliteal artery with brisk flow into the below-knee popliteal artery and patency of the infrapopliteal vessels as before with no evidence of any distal embolization. The catheter and sheath were removed, a non-boston scientific close device was deployed at the puncture site with excellent hemostasis. The patient was taken to the recovery area in stable condition.